Manufacturer narrative:
Medwatch sent to FDA on 08/24/2015. . Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by healthcare professional notes patient was injected to the bilateral malar region.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, edema, and fever are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain, edema, and fever as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported approximately 2.5 months after injection to unspecified site with juvederm voluma with lidocaine patient developed "pain on left malar region." Two days later symptoms evolved to "bilateral malar oedema and worsening of bilateral pain." Symptoms were "worsening every day" and evolved to "bilateral inferior eyelids oedema." Four days later patient developed "fever." The next day the patient visited an otolaryngologist who prescribed celestamine and levofloxacin. Symptoms resolved 10 days after onset.